Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller successfully reloaded the same cartridge onto the pump, which resolved the issue, allowing them to resume insulin delivery.